Manufacturer narrative:
Per the instructions for use (IFU), device malposition and embolization requiring intervention are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, per report, the too ventricular placement of the first thv was attributed to the physicians failure to retract the pusher from the balloon prior to valve deployment. The cause for the valve embolization is likely due to the too ventricular position of the valve, in combination with a mildly calcified native annulus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
During the transfemoral tavr procedure, the 23mm sapien xt valve embolized into the ventricle and had to be explanted. Initially, the sapien xt valve was positioned 50:50 across the annulus. Rapid ventricular pacing (rvp) was initiated and the physician inflated the balloon on the delivery system without retracting the pusher, causing the valve to deploy too ventricular (10:90 aortic/ventricular). A second 23mm sapien xt valve was opened and crimped onto delivery system, but just prior to inserting the delivery system into the esheath, the deployed sapien xt valve migrated/embolized into the left ventricle. Cardiopulmonary bypass was initiated and conversion to open surgery was performed to retrieve the sapien xt valve from the left ventricle and proceed with open aortic valve replacement. Surgery was completed successfully. The native annulus measured 17mm by tee and 18mm x 23mm by CT, with an area of 340mm2. The native aortic valve, leaflets and root were mildly calcified. The image intensifier angle was noted to be good, coaxial alignment of the delivery system and valve was good, ventilation was held and there was no loss of pacing capture during valve deployment. The malposition was attributed to the physician¿s failure to retract the pusher from the balloon prior to valve deployment.